Event description:
Legal case: (B)(6). Revision left total knee replacement. Per information received by the legal department, the patient presents with a painful and unstable left knee replacement. The patient was noted to have aseptic loosening of the femoral component and marked osteolysis. The patient has failed conservative management including activity modification, anti-inflammatory medications, and injections. All options were discussed in detail with the patient and they decided to proceed with revision left total knee replacement on (B)(6) 2022. Initial replacement was performed on (B)(6) 2013. The polyethylene liner was removed. There was noted to be wear of the liner with delamination. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. The medial femoral condyle was all eroded. There was no evidence of infection grossly although multiple specimens were sent to pathology. There is no device return. There are no photos or other images of the device provided. No additional information is available. No ebi info could be found.

Manufacturer narrative:
H3: pending investigation. Will update when investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.